Event description:
The consumer reported that as consumer was descending down a ramp, when at the bottom of the ramp the allegedly encountered a sharp turn that the wheelchair could not negotiate. Consumer allegedly lost control and flew off the ramp landing on the head with the wheelchair on top of consumer. As a result of the incident, the consumer allegedly suffered a serious closed head injury as well as injuries to the shoulders and facial areas. The ramp did not have guard of hand rails and may not have been built in compliance with ada requirements.